Event description:
It was reported that the bd phaseal¿ IV bag/line access devices leaked. The following information was provided by the initial reporter, translated from turkish to english: the product connection side is leaking when the patient was getting his chemotherapy.

Manufacturer narrative:
Correction the following field was corrected: b01 b02 b03 b14.

Manufacturer narrative:
No physical samples were provided to our quality team for investigation. One photo of the impacted product was received, through visual inspection, a drop is observed between the connection of the adapter spike and infusion bag, indicating the adapter may not be fully connected. No other damage or visible defects were observed. A device history review was performed for reported lot 2109218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the reported lot were used for additional evaluation. The product was visually inspected, there was no damage or other defects observed on any of the infusion adapters. Leakage testing was performed and in all cases the product functioned as intended and no leakage was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ IV bag/line access devices leaked. The following information was provided by the initial reporter, translated from turkish to english: the product connection side is leaking when the patient was getting his chemotherapy.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ IV bag/line access devices leaked. The following information was provided by the initial reporter, translated from turkish to english: the product connection side is leaking when the patient was getting his chemotherapy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jan-2023. H6: investigation summary : one unused sample and one photo of the impacted product was provided to our quality team for investigation. Through visual inspection of the photo, a drop is observed between the connection of the adapter spike and infusion bag. No other damage or visible defects can be observed within the photo. The returned sample was evaluated, there was no damage or other defects identified on the infusion adapter. A device history review was performed for reported lot 2109218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the reported lot were used for additional evaluation. The product was visually inspected, there was no damage or other defects observed on any of the infusion adapters. Leakage testing was performed and in all cases the product functioned as intended and no leakage was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples along with the returned product underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ IV bag/line access devices leaked. The following information was provided by the initial reporter, translated from turkish to english: the product connection side is leaking when the patient was getting his chemotherapy.